Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sg values; however, no clear cause for the variability was identified. Customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Further follow up was not possisble as the user was unresponsve to multiple communication attempts. Further investigation was not possible.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.